Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4, g4, 510k#: device is a veterinary product. No patient information will be reported. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part number: vp4401.l3-us lot number: 2102p51 part manufacture date: 28-sep-2022 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm tplo plate/left 3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Two photos were returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from the photos. Visual analysis of the images found that the plate shown in the x-rays was not the reported device and was not a synthese tplo plate. The plate seen in the x-rays has 5 holes in the head and 5 holes in the plate shaft. The reported product code, vp4401.l3, has 3 holes in both the head and shaft and the largest synthese tplo plate has 4 holes in both the head and shaft. Therefore, the plate seen in the x-rays is not the reported product code and not a synthese tplo plate. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the plate shown in the x-rays is not the reported product code and is not a synthese tplo plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a catastrophic failure of the left tplo had occurred. A bilateral cranial cruciate rupture was reported. The patient was initially presented on (B)(6) 2023 for bilateral hindlimb lameness with pain isolated to the stifles. There was complete cranial drawer and tibial thrust present on both the right and left stifle. The patient was diagnosed with bilateral complete cranial cruciate ligament tears. The surgeon discussed unilateral and bilateral single session tplo's with the owner and they elected to go home to consider their options. Surgery was performed on (B)(6) 2023 involving a bilateral single session tplo utilizing synthese 3.5 regular tplo plates and screws in which all the proximal screws were locking, and the middle distal screw was locking. In surgery, there was no overt excessive softness of the bone. All screws were thoroughly tightened. Approximately 4 hours after surgery, when the surgeon checked on the patient, there was drainage coming from the left tplo site. There is also excessive bruising. Upon palpation, the tplo site did feel abnormal. However, because no trauma in recovery was reported, the surgeon did not anticipate failure was a possibility and did not perform additional radiographs aside from the original postop one. The drainage was mild. The owner was informed of this and stated that this would likely resolve within the next couple of days. The patient was discharged on (B)(6) 2023, and a revision procedure was performed on (B)(6) 2023. The revision procedure was completed successfully. This report is for a 3.5mm tplo plate/left 3 holes. This is report 1 of 4 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to r&d department which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on 3.5mm tplo plate/left 3 holes [vp4401.l3/2102p51]. The plate itself showed no signs of damage. Its shape had not been altered, and all threaded holes had good thread form, suggesting that no screws had been cross-threaded. It was noted that approximately half of the shaft threads on the screw that was removed were damaged. The crests of the threads, which should be sharp, had been deformed or possibly sheared off, likely the result of the screw interfering with another implant (k-wire) during insertion. But this is very unlikely to have affected the integrity of the construct. In conclusion, no root cause was identified for the reported construct failure. Additionally, analysis of the provided x-rays revealed that the the 3.5mm tplo plate/left 3 holes not appear to have any defect or malfunction that could have contributed to the reported issue, there is not enough evidence in the photo to confirm the allegation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was unconfirmed for the 3.5mm tplo plate/left 3 holes [vp4401.l3/2102p51]. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.